Event description:
Information was received indicating that a cadd cassette reservoirs - flow stop caused leakage. It was reported that immediately after filling up with physiological saline solution, the customer noticed the fluid was leaking from the part where the medication bag and the pumping tube were connected. There was no patient injury reported

Manufacturer narrative:
Other, other text: device evaluation summary: one cadd cassette reservoir was returned for analysis. Visual inspection found no discrepancies. Functional testing included a syringe was used to infuse water into the bag. Leakage was detected in bag. Customer stated issue was able to be duplicated. Problem source was identified as manufacturing.